Event description:
It was reported that post implant noise was observed during high voltage lead impedance test. X-ray was inconclusive. The device was explanted.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory. Analysis identified an anomalous component within the hybrid circuitry. This would account for the field observation of noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.